Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported that the subject device took pictures and white balanced itself, without anyone pressing buttons. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Event description:
It was reported that the subject device took pictures and white balanced itself, without anyone pressing buttons. The issue was found during an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Updated fields: h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the image is blurry, moisture inside the ccd cover glass and unit failed the water leak test. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is blurry due to moisture inside the ccd cover glass, unit failed the water leak test since there was a leak between the ccd and the zoom handle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.